Manufacturer narrative:
D4 primary UDI number was updated. Asystole: the cause of the injury was not determined due to insufficient clinical details. False alarm: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Low or blocked pump flow: the cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was implanted in an adult male patient of unknown age for cardiogenic shock (scai stage d) in the setting of acute decompensated chronic ischemic cardiomyopathy and heart failure. The patient required extracorporeal membrane oxygenation, inotropes, and vasopressors. The device initially functioned as intended. While in the intensive care unit, decreased displayed flow and alarms indicating decoupled flow curves were noted, and imaging did not identify the device within the aorta at that time. The patient experienced cardiovascular collapse with asystole, required resuscitation, and subsequently expired. The patient¿s death was most likely due to the underlying critical clinical condition and severity of cardiogenic shock. Device performance was as expected. The event is conservatively reported as death.